Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had a component detach. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 9 previously reported events are included in this follow-up record. Product return status 8 devices were received. 1 device was not available for evaluation. Event confirmation status 8 reported events were confirmed. Evaluation results 6 devices were found to be affected by nose tip disassembly. 1 device was found to be affected by a missing internal coupler. 1 device was found to be affected by a detached, non-stryker nose tip.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 1 device was not available for evaluation. 8 device investigation type has not yet been determined. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had a component detach. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.